Event description:
This patient with cardiomyopathy was found to have two IV fluids on his active medication orders, the combined rate of which was 125 cc per hour. This rate without limitation of duration risks pulmonary congestion due to congestive heart failure. Additional fluid at 100 cc per our was ordered and listed as the vehicle for delivering potassium. The issue involves the limited usability of the cerner millenium cpoe system fostering inadequate communication and orders for therapy that dangerously put ill patients at risk.